Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced fastener no longer facilitates proper cot operations during loading/unloading. There was no patient involvement.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 1 device is still pending evaluation.

Event description:
This report summarizes 2 malfunction events, where it was reported the device experienced fastener no longer facilitates proper cot operations during loading/unloading. There was no patient involvement.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced fastener no longer facilitates proper cot operations during loading/unloading. There was no patient involvement

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 2 to 1.